Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-5108. It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a high pacing (capture) threshold and pocket erosion. Also, the right ventricular (rv) lead exhibited loss of capture, a high pacing (capture) threshold, and low pacing impedance. The ICD and rv lead were explanted. The patient was stable pre and post procedure.

Manufacturer narrative:
The reported field event of high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.